Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The contact reported the battery gauge jumped up to 100% after a several minutes of charging then dropped to 40% after being disconnected from the power source. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.